Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and a missing bolt on the pump cover was observed. The reported condition was verified. The cause of the condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screw that secures the door of an exactamix 2400 main module keeps coming out. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.